Event description:
Olympus (oci) was informed that the customer high-definition autoclavable camera head ¿has no image. The screen is completely black, thinking the cord has issues.¿. The customer reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The service evaluation confirmed the customer¿s reported problem as no image displayed, the screen is completely black due to a defective cable unit. Additionally, the image is not centered due to a misaligned coupler and there is a leak from the video connector unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a defective cable unit. The specific root cause of the defective cable unit could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.